Event description:
It was reported that a prefilled remodulin cassette had both cadd legacy pumps alarming disposable. Stated the pump alarmed this morning but was able to restart with same cassette. Stated new cassette was mixed and remodulin infusing with same pump. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation

Manufacturer narrative:
Other, other text: e3: initial reporter occupation was updated to nurse on (B)(6) 2022. The information was provided in the notification email. (21-jun-2022 is the date the missing initial reporter occupation was discovered).